Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the display stayed blank and the touch buttons turned on. It was identified that the cause for the blank screen was due to a burnt transformer on the inverter board. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a liberty cycler powered down during treatment. The peritoneal dialysis nurse (pdrn) reported that upon rebooting the cycler, the screen was blank. The pdrn reported that the cycler was plugged into a wall outlet with nothing else sharing the outlet. Additional troubleshooting was attempted by technical services, however the pdrn had already packaged up the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler. The pdrn reported that the clinic has other cyclers that can be used for the patient¿s treatment. Upon follow-up, the pdrn stated that they were unsure which patient was involved on the day of the reported event and could not recall any adverse events or medical intervention required. The cycler was returned to the manufacturer and upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.